Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient had a knee replacement on (B)(6) and 2 days later she was getting up every hour for two nights in a row. The patient did not have a bladder infection. It was noted they would have caught that in the hospital. The patient was now still getting up every 2 hours during the night. The patient had been getting up every 2 hours prior to her surgery as well. It was noted that the healthcare provider would have all the details of her history. It was also noted that the patient had previously had both her hips replaced. The patient adjusted stim from 1.4 to 1.5 and could feel stim comfortably. The patient planned to try this setting for a few days to see if it would help her symptoms. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v598059, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).